Event description:
It was reported that the customer's pump had damage to the housing and the usb port cover had fallen off and gone missing. There was no adverse impact to the customer's blood glucose level. The customer contacted support and was informed that the damage was cosmetic and did not affect the pump's functionality. Support educated the customer on proper handling of the usb port cover and agreed to send a replacement usb port plug as a goodwill gesture. Additionally, a replacement tandem cable and wall adapter were dispatched, and the customer reported an improvement in charging. The case was subsequently closed.